Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 575 mg/dl, at the time of incidence. Customer was treated with manual injection. Customer was advised to replace the plunger and push plunger slowly and verify that the insulin exits the tubing or not. Customer reported that the insulin exited. Insulin pump did not alarm for no delivery. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.